Manufacturer narrative:
(B)(4). This report was originally submitted on march 3rd, 2016 under MFR 3004753838-2016-16706 at 11:24 am and 4:55pm. This is the third attempt to submit this report.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the smart phone and transmitter on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 02/16/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.